Manufacturer narrative:
This is a complaint that was discovered during a literature search; gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6) male with implantation of a palmaz stent for treatment of stenosis in the popliteal artery. The palmaz had dislodged from the balloon and embolized into the superficial femoral artery. It was removed with forceps via percutaneous retrieval. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿ according to the warnings/precautions in the safety information in the instructions for use ¿use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
Gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6) male with implantation of a palmaz stent for treatment of stenosis in the popliteal artery. The palmaz had dislodged from the balloon and embolized into the superficial femoral artery. It was removed with forceps via percutaneous retrieval.